Manufacturer narrative:
Investigation summary: a total of 54 sealed packaged safety glide needles were received by bd canaan and confirmed to be from batch #6001842 (p/n 305916) (1inch needle cannula). All needles had the 1 inch needle shield. The samples were opened to evaluate the needle cannula length. Two needles had 1 inch cannula while 52 needles had 5/8 inch cannula. Conclusion: based on samples, the investigation concluded: confirmed, as bd was able to confirm the customer¿s indicated failure. Quality has previously reviewed, evaluated and investigated this failure mode under crs #(B)(4), situational analysis (B)(4) and CAPA #(B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the package of a 25 g x 1 in. Bd safetyglide¿ needle stated 25g 1 inch. However, half were reported shorter in length. There was no injury or medical intervention reported.